Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1005 indicative an open circuit condition detected during shock delivery, additionally, high out of range shock impedance measurements were observed. A replacement procedure was scheduled. At this time, this device remains in service. No further adverse patient effects were reported.